Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient had a chronic fever and sepsis infection. The physician decided to remove the implantable pulse generator (ipg) system in assumption the system was the source of the infection. The ipg system was removed and no further patient complications have been reported as a result of this event.